Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no objective evidence of a malfunction or inadequate lead-to-device connection; please refer to the description submitted previously for more information regarding the specific circumstances of this event.

Event description:
This report is being filed to submit the results of engineering analysis of the reported clinical observations.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this ICD exhibited out-of-range pacing impedance measurements of an unspecified value on the right atrial (ra) channel. Boston scientific technical services (ts) discussed a method to attempt to view measurements. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited out-of-range pacing impedance measurements of an unspecified value on the right atrial (ra) channel. Boston scientific technical services (ts) discussed a method to attempt to view measurements. No adverse patient effects were reported. This device remains in service.